Event description:
It was reported the minus button on the programmer no longer performs as intended. Attempts to resolve the issue have been unsuccessful. A replacement programmer was sent to the patient to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.